Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). It was also reported that the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient with a new device as of the date of this report.